Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that condensation had dripped onto the circuit board, causing it to fail. The fse replaced the circuit board to resolve the issues and return the instrument to operational status. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the allegra x-30r centrifuge produced an electrical spark and a burning smell. No fire or smoke was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.